Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6). ) displayed "system error, out of service, revert to manual CPR" was confirmed during archive data review and functional testing. The root cause of the system error was the malfunctioning processor board due to failed component(s), likely attributed to the age of the device. The autopulse platform was manufactured in march 2017 and is almost seven years old, and it has exceeded its expected service life of five years. Visual inspection of the returned autopulse platform revealed physical damages, unrelated to the reported complaint. The bottom enclosure was broken, and the front enclosure had multiple cracks in the screw well area. These damages were indicative of harsh impacts, likely caused by user mishandling. No documentation was found indicating that preventative maintenance (pm) had been performed since the customer acquired the device in 2017. The front and bottom enclosures were replaced to address these issues. Archive data review showed the occurrence of system error - 132 (internal watchdog timeout) on the reported event date, confirming the reported complaint. The autopulse platform failed initial functional testing due to "system error, out of service, revert to manual CPR" displayed upon powering up, confirming the reported complaint. The malfunctioning processor board was replaced to remedy the system error. Following service, the autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6). .

Event description:
During shift check, the autopulse platform (sn (B)(6). ) displayed "system error, out of service, revert to manual CPR" upon powering up. The customer replaced the lifeband and battery multiple times to troubleshoot the issue, but system error persisted. No patient involvement.